Event description:
Nebulizer failed to deliver dtpa at inhalation. The nebulizer assayed at a high level - 30 mci -49 mci were injected into the nebulizer-. The room assayed at a safe level. Very little dtpa was inhaled by the patient- but good inspiratory effort-. Assumption was that the dtpa remained in the nebulizer. The product was locked for decay and is still retained at the site.